Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "auto fill failure" alarm and a maintenance required code #1 alarm, "atmospheric transducer offset failure." The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep reviewed the device fault logs and tested the unit. He observed the system failure twice and faults 65, 45 and log 3323 9 0 autofill failure. He tested the unit and the cs300 failed the leak test; he displayed "disk unplugged;" had intermittent pneumatic performance test failure and isolated defective drive assembly failure. The company rep replaced the drive manifold assembly (part #: 0104-00-0018); function tested and safety checked the iabp to factory specs and returned the unit to the customer. (B)(4).